Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory did not reveal any noise on the electrograms or event markers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and was hospitalized in (B)(6) 2014 as a result. No issues were found and she was referred to her following physician for a holter monitor. The patient still complained of occasional dizziness. A holter monitor was performed and the physician noted that there were pauses in pacing for more than two seconds. The physician then interrogated the pacemaker and observed oversensing of non-ventricular signals. It was also noted that the automatic capture feature was in suspension and the pacing outputs were at 5 volts. In addition, the rv lead¿s polarity had been changed to unipolar. Both the pacing threshold and impedance measurements appeared to be in normal range and stable. A chest x-ray was performed and the lead did not appear to be dislodged. The physician suspects an insulation issue with this rv lead and the patient was hospitalized so that a lead revision could be performed in the following days. No additional adverse patient effects were reported. Additional information was received that this device was explanted. The rv and ra leads were cut and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.